Event description:
During preparation for a stenting treatment procedure, a foreign material was identified on the stent. While prepping for a stenting treatment procedure, the physician removed a 2.75x16mm liberte bare stent delivery system (sds) from the sterile package and prepped the sds as usual. While introducing the sds over a 0.14 non-bsc guide wire, the sds became stuck and would not advance beyond a "block dot." The black dot appeared to be dirt or calcification and could not be removed by hand. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
During preparation for a stenting treatment procedure, a foreign material was identified on the stent. While prepping for a stenting treatment procedure, the physician removed a 2.75x16mm liberte bare stent delivery system (sds) from the sterile package and prepped the sds as usual. While introducing the sds over a 0.14 non-bsc guide wire, the sds became stuck and would not advance beyond a "block dot". The black dot appeared to be dirt or calcification and could not be removed by hand. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the guidewire lumen identified that the wire lumen was twisted/bunched at 5.5cm to 5.8cm proximal to the tip. A blockage of a dark substance was present at the location of the damaged lumen. A 0.015 inch mandrel was inserted through the tip and it travelled through the wire lumen up as far as the foreign substance. The mandrel could not pass this blockage. As a result the wire lumen was dissected and an examination of the dark substance identified that it was consistent with that of solidified blood. No other issues were noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).